Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose and had no delivery alarm. The customer's blood glucose was 500mg/dl, treated with manual injection. The customer stated they had short acting insulin, so she will contact health care provider. Customer stated the insulin did exit. Customer stated the pump alarmed no delivery. The customer was advised pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.